Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an exit block was observed. A new pace/sense lead was added due to high pacing thresholds. The defib portion of lead remains active.